Manufacturer narrative:
This product does not have an expiration date. Eval summary - the service technician dispatched to the account examined the power supply box which provides power to the lights and was unable to confirm any defects. The power supply box was replaced as a preventive measure. The root cause of this issue is unk at this time. This is not a single use device.

Event description:
It was reported that the led lights in the operating room shut off by themselves during the start of a case. The power supply box for the lights was reset and the doctors continued the case. There were no reported adverse consequences. After speaking with the operating room director, it was confirmed that both lights went out during an open heart surgery. He mentioned that the lights were out for approximately one minute, and they reset the power supply box when they noticed that the lights on it were blinking. After doing so, the lights came back on and the doctor continued the case.